Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the clinical study, post-operatively, the patient was hospitalized for 3 days due to acute on chronic systolic congestive heart failure exacerbation. The patient was recovering. The relatedness assessment was unlikely with the device. There was no patient injury.